Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted on both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a pfa procedure, after inserting the volt pfa catheter into the sheath, with continuous flush going, the sheath was aspirated with a 20ml syringe. While aspirating, it was noted that more air than usual was aspirated. The catheter was removed from the sheath, and the sheath was aspirated and it was observed that no air was aspirated. The catheter was reintroduced into the sheath and air aspiration occurred again. The sheath was replaced and the issue was resolved. The procedure was completed with no adverse patient consequences.